Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and expired on (B)(6) 2025 approximately 26 minutes after ccpd therapy began. Follow-up with the patient¿s inpatient program manager (ipm) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of dyspnea, dizziness, and a rash. Although the timeline/specifics of the serious adverse events are largely unknown (patient¿s electronic medical record closed), the ipm was able to recall the patient was diagnosed with an almost complete atrioventricular (av) block (which would have required a pacemaker), and a severe case of adult-onset hand/foot/mouth disease. The ipm stated the patient had a do not resuscitate (dnr) order in place and passed away on (B)(6) 2025. The patient was undergoing ccpd at the time of her passing (26 minutes into treatment), however the ipm was confident the cardiac arrest occurred due to the patient¿s cardiac comorbid conditions while the body was fighting the hand/foot/mouth infection. Per the ipm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinic review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid on the edges from the rear panel. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and expired on (B)(6) 2025 approximately 26 minutes after ccpd therapy began. Follow-up with the patient¿s inpatient program manager (ipm) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of dyspnea, dizziness, and a rash. Although the timeline/specifics of the serious adverse events are largely unknown (patient¿s electronic medical record closed), the ipm was able to recall the patient was diagnosed with an almost complete atrioventricular (av) block (which would have required a pacemaker), and a severe case of adult-onset hand/foot/mouth disease. The ipm stated the patient had a do not resuscitate (dnr) order in place and passed away on (B)(6) 2025. The patient was undergoing ccpd at the time of her passing (26 minutes into treatment), however the ipm was confident the cardiac arrest occurred due to the patient¿s cardiac comorbid conditions while the body was fighting the hand/foot/mouth infection. Per the ipm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.